Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported that customer was disconnected from insulin pump due to high blood glucose. Caller stated to have experienced no delivery due to bent cannula. Caller states that infusion set was removed again to check cannula which was straight. Caller declined troubleshooting, stating that insulin pump would be reconnected and monitored. Customer's blood glucose was 600 mg/dl.